Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged cartridge not detected issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge. Additionally, it was reported that the cartridge was unable to be detected by the pump with multiple cartridges. Reportedly, customer successfully loaded a new cartridge and continued to use the pump for insulin therapy and also confirmed that manual injections are available. Customer's blood glucose level was 409 mg/dl.